Manufacturer narrative:
The cac adapter was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the controller ac adapter failed visual examination due to a broken internal wire on the output cable. Additionally, the device failed functional testing due to the inability to adequately provide dc voltage. This was most likely perceived as the reported controller ac adapter not staying connected. As a result, the most likely root cause of the reported event can be attributed to a broken wire due to the handling of the device. Per the instructions for use (IFU): the hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The cac adapter has cables that connect to the controller and into an electrical outlet. The instructions for use (IFU) and patient manual instruct the user that a green indicator light on the adapter will indicate proper connection. The redundant power source will continue to supply power to the pump. Users are instructed to return any damaged components to heartware. Any observed damage would be mitigated by the exchange of this component for another one. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that the patient complained that his ac adapter would not stay connected to his controller. The vad coordinator confirmed the incident. There were no reported consequences associated with the event. No further information was provided.